Manufacturer narrative:
Corrected: h6 (health effect impact code) updated fields: b4, d9. G3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and replaced pim and performed leak test again. Device passed. Performed full checkout of the device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: initial reporter: ap contact - mar 2017 invoice only event site address: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) shows error message: unable to autofill. No harm or injury reported.